Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical during the call the pdrn reported the patient has slow drains and alarms. Per the pdrn, the patient had large amounts of fibrin and peritonitis. Upon follow up, the pdrn stated the patient had peritonitis with a white blood cell count of 5,799. The cause of the patient¿s peritonitis was unknown as the patient practices aseptic technique and has not had any reported fluid leaks. The patient¿s culture results are pending, however the date of the culture is 2018-10-03 and the organism was unknown. The patient was prescribed and treated vancomycin intraperitoneal. The patient has continued with pd therapy. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
A clinical investigation was performed. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. While a temporal relationship exists between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis; there is no evidence which indicates the peritonitis event was caused by a liberty select cycler/liberty cycler set malfunction or product deficiency. Peritonitis is a well-known potential complication in pd therapy. Should additional information become available this clinical investigation will be updated accordingly.